Event description:
Procedure type: gastrectomy. Pt gender: unk. According to the reporter: during surgery, surgeon observe empty firing. There was no additional bleeding, however, there was tissue damage and the operative time was extended over 30 minutes. No pt injury was reported. The pt was discharged.

Manufacturer narrative:
(B)(4). This incident was reassessed based on additional information rec'd and determined to be MDR reportable as a serious injury.